Event description:
A volume discrepancy was reported; specific volumes were not reported. No rotor or dye study was performed. No patient symptoms were reported. The pump was replaced. The patient recovered without sequelae. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.